Event description:
The customer reported a "stage 1 pressure injury lateral left foot. Ox probe site changed with first assessment of infant. Two round darkened spots noted on lateral part of infant foot and a indented darkened mark on bottom of foot." No additional medical intervention was reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.